Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient stated that they did not realize that the transfer set came loose from the patient line and needed assistance. The technical service representative assisted the patient so they could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.